Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during set up or inspection, the spider was not rotating correctly. A s+n back-up device was available. The patient was under anesthesia when the failure was detected. There was a significant delay greater than 30 min, and no further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection was performed on the product. The device was received pressurized. No accessories were included. A functional evaluation was performed. The hinge joint was stiff and difficult to articulate. The hinge joint seals and hinge joint pressure ring were determined to be faulty. The complaint was confirmed and the root cause was associated with a failure to follow instructions. It was determined the device contributed to the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately. There were no indications to suggest the anticipated risk is not adequate. It is recommended that the spider 2 IFU be reviewed regarding depressurizing the spider 2 for storage to prevent the premature deterioration of the seals, pressure cups and pressure rings. No containment or corrective actions are recommended at this time.